Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation alleges patient experienced severe pain and discomfort, and difficulty walking, and performing activities of daily living. Doi: (B)(6) 2007 - dor: none reported (right hip). Update 12/26/2012- pfs and medical records were received from legal. Part/lot information was identified. There is no new information that would change the existing MDR decision. Records are available for further review. Age and middle initial added. Update ad 29 june 2018: wpc 14940-2012 has been re-opened under (b)(64 due to the receipt of ppf and sticker sheets. Ppf has no allegation and revision reported. A lawyer was added. The patient underwent bilateral total hip arthroplasty the left hip was captured under (B)(4). Doi: (B)(6) 2007. Dor: none reported (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿litigation alleges patient experienced severe pain and discomfort, and difficulty walking, and performing activities of daily living. Doi: (B)(6) 2007 - dor: none reported (right hip) patient is a resident of al update 12/26/2012- pfs and medical records were received from legal. Part/lot information was identified. There is no new information that would change the existing MDR decision. Records are available for further review. Age and middle initial added. Update ad 29 june 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf has no allegation and revision reported. A lawyer was added. The patient underwent bilateral total hip arthroplasty the left hip was captured under (B)(4).¿ the product was not returned to depuy synthes, however photos were provided for review. (B)(4). Visual analysis of the photo revealed that there was no damage or defects with the summit por taper sz6 hi off. Photo/x-ray revealed there was not any detected failure and/or malfunction which could affect proper functionality when required. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the summit por taper sz6 hi off was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.